Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, the customer believed the pump supplies contributed to their elevated bg levels; however, no specific reason was provided. Prior to hospitalization, correction boluses were delivered to address bg levels. While hospitalized, the customer was treated with intravenous insulin and released the same day.